Manufacturer narrative:
Age/date of birth: age range between 21-91 years, not specified if grouped with johnson & johnson implant. Sex/gender: males and females, not specified if grouped with johnson & johnson implant. Patient weight: unknown/not provided. Race/ethnicity: unknown/not provided. Date of event: (B)(6) 2021 (the date article was accepted). Brand name: unknown, as the serial number was not provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Citation: chang, e.k., gupta, s., hall, n., neeson, c.e., chang, t.c., solá-del valle, d.a. (2022). Effects of postoperative intravitreal injections on outcomes of traditional glaucoma surgery in patients with preoperative intravitreal injections. Ophthalmology glaucoma, 5(2), pp. 219-228. An attempt has been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on literature review. Article: effects of postoperative intravitreal injections on outcomes of traditional glaucoma surgery in patients with preoperative intravitreal injections a retrospective study was done to compare outcomes of glaucoma drainage device (gdd) implantation and trabeculectomies with and without postoperative intravitreal injections (ivis) in glaucoma patients with a history of preoperative ivis. A total of 133 eyes of 133 glaucoma patients underwent gdd implantation or trabeculectomy with at least 1 ivi preoperatively and grouped into two: patients receiving ivis after surgery (n=94 eyes) and patients who did not receive ivis after surgery (n=39 eyes). The patients who underwent gdd implantation were either implanted with ahmed glaucoma implant (agi; n=101 eyes), baerveldt glaucoma implant (bgi; n=15 eyes), or the molteno glaucoma implant (mgi; n=1 eye) with 16 eyes implanted with an unknown gdd. The following are the reasons for treatment failure: postoperative ivi group: failed iop criteria (n=22 eyes). Additional glaucoma procedure (n=12 eyes). Persistent hypotony (n=4 eyes). No light perception vision (n=3 eyes). No postoperative ivi group: failed iop criteria (n=7 eyes). Additional glaucoma procedure (n=4 eyes). Persistent hypotony (n=3 eyes). No light perception vision (n=2 eyes). Postoperative complications are as follows: postoperative ivi group: corneal edema (n=27 eyes). Anterior chamber inflammation (n=59 eyes). Hyphema (n=13 eyes). Vitreous hemorrhage (n=21 eyes). Hypotony (n=36 eyes). Macular edema (n=7 eyes). No postoperative ivi group: corneal edema (n=8 eyes). Anterior chamber inflammation (n=16 eyes). Hyphema (n=1 eye). Vitreous hemorrhage (n=2 eyes). Hypotony (n=16 eyes). Macular edema (n=3 eyes). Of all eyes with hypotony, bleb revision was performed for 2 eyes, tube revision for 1 eye, and tube removal for 1 eye. In the same group of eyes with hypotony, 3 eyes also developed choroidal effusions. It is not clear if these complications occurred in the eyes implanted with baerveldt glaucoma implant or the other products.